Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing. The pt began to perceive the stimulation to be erratic recently. There was no known pt manipulation or trauma at the device site that could have contributed to the reported event. The pt's device has not been programmed off per physician's discretion. X-rays have not been taken for evaluation of the pt's device. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.